Manufacturer narrative:
The e601 module serial number was (B)(6). Calibration was last performed on 10-mar-2026. Qc was acceptable. The cause of the event could not be determined. Product labeling states: "all initially reactive or borderline samples should be retested in duplicate using the elecsys hbsag ii. Repeatedly reactive samples must be confirmed using a neutralization test (elecsys hbsag confirmatory test or elecsys hbsag ii auto reactive confirm)." "For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
We received an allegation of questionable borderline or positive results for 3 patient samples tested for elecsys hbsag ii (hbsag ii) on a cobas 6000 e601 module. Patient 1 initial result was 0.923 coi (borderline). The repeat result from a different e601 module was 0.463 coi (negative). Patient 2 initial result was 1.11 coi (positive). The repeat result from a different e601 module was 0.353 coi (negative). Patient 3 initial result was 1.11 coi (positive). The repeat result from a different e601 module was 0.464 coi (negative). The negative results were believed to be correct.